Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a faulty gas unit. There was no reported patient involvement.

Manufacturer narrative:
Per engineering review, the ventilation would be available for both mechanical and manual mode .failure in fresh gas controller does not affect operation of the ventilator, the event was not reportable.